Event description:
It was reported that a pediatric patient underwent an ophthalmic procedure and suture was used. The patient developed redness in the area of the suture and inflammation. No additional information was available.

Manufacturer narrative:
(B)(4): inflammation occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.